Event description:
Customer reported false positive troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Internal analysis of instrument message log from january 25th, 2015 confirmed that the sample tested at 13:58 returned a value of 0.13 ng/ml. Closer examination of the pressure profiles for the pipette shows abnormal aspiration profiles for the transfer of the incubated sample from the sample well to the filter paper and succeeding transfer of the enzyme to the filter paper. These profiles are known to correlate to poor sample quality as these aspirations are performed using the tip that was used for the initial sample aspiration. Based on a review of the aspiration profiles for the elevated ctni patient sample, that particular sample was poor in sample quality which generated abnormal aspiration of the sample to the filter paper and of the enzyme to the filter paper. Poor sample quality (sample with cellular debris, fibrin clots) may lead to elevated test results. Instrument is performing as intended.